Event description:
It was reported that the sensight lead was bent out of the box and the surgeon did not want to implant. The tubing was not bent and another lead could be implanted. There were no symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: b3300533m, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: b3300533m, serial/lot #: (B)(4), ubd: 07-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.